Event description:
Reportedly, on (B)(6) 2012 ((B)(6) days post implantation), ventricular pacing was confirmed on ECG monitor. The ventricular impedance was intermittently over 3000 ohm with both unipolar and bipolar configurations. On the same day, re-intervention was performed during which a ventricular lead connection issue was not confirmed. The ventricular lead was disconnected and normal measurements were obtained through the analyzer. The same lead was then successfully reconnected. Normal results were obtained from measurements performed on ventricular channel. Therefore, same pacemaker and leads remain implanted.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.